Event description:
It was reported that the device was explanted after implant duration of zero days. The reason for explant was noted as: "ring too large by estimation to implant patient's anatomy asymetric for sizing." No further details were provided. Information learned through follow-up with the surgeon.

Manufacturer narrative:
Device not returned.